Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found there was no anomaly. Analysis of the extension found ¿there was a setscrew impression on the #1 connector sleeve indicating that the extension was not completely seated in the ins connector port. There were no setscrew impressions observed on the #0 connector. The extension was able to be completely inserted in the returned ins¿ at the time of analysis.

Event description:
It was reported the patient experienced a sudden loss of therapy two to three months after the replacement of their implantable neurostimulator (ins). There were no falls or accidents reported by the patient, instead ¿she just lost her therapy.¿ the patient had ¿good paresthesia in the right area¿ prior to the incident. The patient experienced a burning sensation, pain, swelling, weakness, and less than 50% therapy relief associated with the event. It was noted this occurred over the patient¿s entire body ¿because of no pain stimulation therapy.¿ the patient was reportedly ¿completely dependent on spinal cord stimulation (scs) therapy.¿ impedance testing was performed and found high impedances of ¿40000 ohms.¿ the patient¿s physician ¿decided to go through things in the operating room¿ as a result and the patient was scheduled to be seen a month after the incident. During that month, the patient noted she needed to recharge the ins once a week, even when the ins was turned off. The ins battery reportedly ¿drained power very quickly¿ and experienced ¿current leakage.¿ the patient¿s physician then decided to replace the ins. During the replacement procedure multiple impedance tests were performed. Impedance testing of the entire system ¿showed over 40000 ohms on five electrodes (reportedly 0-3 and 7) and the same¿ when measured with just the extension and lead. When impedance testing was performed with just the patient¿s lead an ¿acceptable level¿ of ¿under 1000 ohms on all electrodes¿ was measured. The patient¿s physician decided to ¿replace everything accept the lead¿ as a result. It was noted the ¿patient needed to stay at the hospital for two extra days after the ins replacement because of extensive pain.¿ replacement of the patient¿s ins and extension were noted to have resolved the issue. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 37081-20, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.